Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during test startup, the cs100 intra-aortic balloon pump (iabp) unit has an inflation failure. There was no patient participation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a malfunction in the drive valve group and safety disk. The fse replaced the safety disk and manifold drive which fixed the reported issue. Unit passed all functional and safety tests.

Manufacturer narrative:
Updated fields; b4, d8,g1, g3, g6, h2, h6 ( investigation finding, component code), h11. Corrected fields- d1 (brand name), d4 (catalog #, version or model #, UDI), h6- investigation conclusion.